Manufacturer narrative:
Analysis of historical records the devices involved in this event have not been received by orthofix (B)(4). Unfortunately also the code and batch numbers have not been made available, therefore it was not possible to perform the verification of the historical data (please also kindly refer to MFR report 9680825-2015-00056). Technical evaluation the technical evaluation of the devices involved will be performed as soon as the devices become available. Orthofix (B)(4) has requested the distributor to provide further information on the event by completing the relevant complaint report form. Unfortunately this information has not yet been made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device not returned.

Event description:
The information provided by the local distributor indicates: "mr. (B)(6) has reported that a patient who is currently mid treatment has had two half pin failures on the same frame. One proximal and one distal. I will begin to investigate and gather all the relevant details required. I have requested that the shanks are returned to us if they have been kept.". No further information has been provided. Please also kindly refer to MFR report 9680825-2015-00056. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the (B)(4) batch number (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4). All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation a technical evaluation of the devices involved was not possible as the device has not been made available. According to the last information provided, the both pin shanks that were broken have been disposed of. The technical evaluation will be performed if and when the threaded parts will be removed from the patient and made available to orthofix srl. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation. On "(B)(6) 2015: all we know in this cases is that a patient was have some form of treatment with an external fixation frame. During treatment (we are told "mid-treatment") two half pins broke, one proximal and one distal. We know no more at present. We can be sure that some form of intervention would have been necessary to avoid treatment failure. Bone screw breakage in adults is a rare phenomenon, and we always find a clear reason for it in the mechanics of the system when it does happen. On (B)(6) 2015: I have always been uncomfortable with the design of a circular frame that has 2 tensioned wires and one bone screw in each ring, because the mechanical properties of the fixation elements are different. The wires are self-stiffening; i.e. They get more rigid with increased loading, and with moderate loading they provide very strong fixation. However, at the beginning of loading they allow some cyclic movement under quite small loads, and will be less stiff than a single bone screw. We are told that this patient is very active. She had a frame with 2 rings, each supported by 2 tensioned wires and one 6 mm bone screw. Because of the elasticity of the wires, the screws will have been subjected to large amplitude cyclic bending, which resulted in fatigue failure at the junction with the first cortex, where the bending is focused. The cause of the breakages seems to be entirely due to the frame design. With an active patient it would have been better to have 2 wires and 2 bone screws in each ring, and this would likely not have happened.". Final comments: a technical evaluation of the devices involved was not possible as the device has not been made available. According to the last information provided, the both pin shanks that were broken have been disposed of. The technical evaluation will be performed if and when the threaded parts will be removed from the patient and made available to orthofix srl. The medical evaluation evidenced as follows: "we are told that this patient is very active. She had a frame with 2 rings, each supported by 2 tensioned wires and one 6 mm bone screw. Because of the elasticity of the wires, the screws will have been subjected to large amplitude cyclic bending, which resulted in fatigue failure at the junction with the first cortex, where the bending is focused. The cause of the breakages is entirely due to the frame design. With an active patient it would have been better to have 2 wires and 2 bone screws in each ring, and this would likely not have happened." Please find below an extract taken from the orthofix srl instruction for use, truelok external fixation system, ref: (B)(4) "the purpose of the fixation devices is to keep the bone segments aligned during the healing process; they are not designed to support weight bearing loads. The device may only be applied by a physician with adequate surgical knowledge of the system and its relative mechanical limitations. Unless care is taken in patient selection, proper placement of the frame hinges, wires and screws, and careful postoperative management to minimise the stresses on the frame, metal fatigue may occur, with consequent breakage or bending before the healing process is complete, which may result in further injury or the need to remove the device prematurely. Check the status of the screws and the fixation at regular intervals." Please find below an extract taken from the orthofix srl instruction for use, orthofix bone screws for external fixation system, ref: (B)(4) "preoperative and operative procedures including knowledge of surgical techniques and proper selection and placement of the bone screws are important considerations in the successful utilization of orthofix bone screws by the surgeon. Proper patient selection and the patient's ability to comply with physician instructions and follow prescribed treatment regimen will greatly affect the results. It is important to screen patients and select optimal therapy given physical and/or mental activity requirements and/or limitations.". Based on the few information provided on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. Should the devices involved or new information become available for the technical evaluation, orthofix srl will promptly re-open the case and finalize the investigation. The analysis of the historical data evidenced that no other notifications have been received on this specific device lot. Orthofix continues monitoring the products on the market. Please also kindly refer to MFR report 9680825-2015-00056.

Event description:
The information initially provided by the local distributor indicates: "mr. (B)(6) has reported that a patient who is currently mid treatment has had two half pin failures on the same frame. One proximal and one distal. I will begin to investigate and gather all the relevant details required. I have requested that the shanks are returned to us if they have been kept.". On november 4th, 2015, orthofix srl received from the distributor the following additional information on the event: (B)(4). Batch number: (B)(4). Qty: (B)(4) (please also kindly refer to MFR report 9680825-2015-00056). Hospital name: (B)(6). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2015. Body part to which device was applied: tibia. Surgery description: non union. Patient information: female patient, hypertrophic non union left tibial fracture. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: basic two ring construct with a half pin and two wires on each ring. Both proximal and distal half rings have sheered off at point of thread/shank. The distal half pin has been replaced by insertion of two further wires. Patient has been weight bearing and very active. The device failure did not have any adverse effects on patient. The surgery was completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required (date not provided). Copies of the xrays are not available. The territory manager (tm) also informed that it looks like the both pin shanks that were broken have been disposed of unfortunately. Therefore, we are unable to send any device for evaluation. (B)(4) please also kindly refer to MFR report 9680825-2015-00056.